Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735672, serial/lot: none. A medtronic representative went to the site to perform a system check out and the cmos battery was replaced to resolve the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system launched into the ent software. The system was able to select the patient and load images, and then moved to the registration screen. The system froze after a period of time and needed to be powered off from the main switch. The computer was opened and the cmos battery was checked. The cmos battery measured just above 2.7 vdc. The cmos battery was replaced, and the ram dimms and video card were reseated. The computer was reassembled and the system ran correctly for an hour. There was no freezing or odd behavior. There was no patient involvement.